Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter did not pass testing and was damaged; however, the repair was not completed because the cutter cannot be repaired. Review of the device history record identified no deviations or anomalies during manufacturing. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the comb is in poor condition and there is a problem with the amplification. There was no adverse event reported as a result of this malfunction.